Manufacturer narrative:
H3: no product was returned. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that while filling the reservoir cassette, 100ml, it was noticed by the operator on 2 separates occasions that there were black particles in the cassette before the solution has been added. The dates of the events were 05-sep-2024 and 03-oct-2024 and occurred in the aseptic unit in the pharmacy department. The issue was discovered prior to patient use. There was no patient involvement and no patient harm.